Event description:
On (B)(6) 2012, it was reported that the physician's handheld has been having multiple screen freezes at the interrogation successful screen for the past month. The physician noted that this started just after he did the version 8.1 software upgrade. The handheld and flashcard were returned for product analysis on (B)(6), 2012. Product analysis on the handheld and flashcard was completed on (B)(6), 2012. An analysis was performed on the handheld and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The flashcard and software also performed according to specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis.